Manufacturer narrative:
(B) (4). Conclusion: the electrical characteristics of the returned device were determined to conform to established specs. As rec'd, the connection system of the pacemaker functions utilizing the returned components. As indicated the subject atrial set-screw was not returned, but the available evidence indicates that the issue is most likely associated to incomplete insertion of the screwdriver into the atrial set-screw cavity. Subsequent rotation with the torque screwdriver would then lead to stripping of the upper portion of the set-screw cavities. This case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.

Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. To disconnect the lead from atrial port, the physician used a guidant screwdriver to loosen the atrial set-screw, which became dissociated from the pacemaker and lost.